Event description:
It was reported that an externalized conductor was observed via fluoroscopy. Lead was explanted.

Manufacturer narrative:
No medwatch form was received. A partial lead with the distal tip measuring 48.1 cm was returned for analysis. External insulation abrasion was noted at 9.3-10.8 cm and 9.3-9.5 cm from the distal end, consistent with lead friction to another device or a feature of the heart. Internal insulation abrasion was noted at 23.2-23.4 cm from the distal end. The etfe coating was intact at these ocations. (B)(4).